Event description:
Results of a capillary specimen tested on device are unacceptably high when compared with a simultaneous venous specimen. This has the potential for allowing rptr to accept donors who would otherwise be deferred on the basis of a low hemoglobin. (*)